Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Far field r-wave oversensing was observed. The patient did not receive inappropriate therapy. The patient was in heart block during this event due to change in medication. Reprogramming was performed and medication was corrected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.